Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, confirmation of physical damage to the subject device at the foreign material residue point. The foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif-xz1200 chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif-xz1200 chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.